Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's metal cap was found to be detached and returned with the device. The glass cap exhibited devitrification at the output window. The fiber condition could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was suspected to be related to heat accumulation / user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 112,048 joules of use. The doctor did not proceed using a greenlight surgical fiber and it is unknown how the case was continued/completed. Patient outcome: "no harm to the patient."